Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection confirmed the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. The downstream occlusion (dso) damage was confirmed during evaluation. The dso seal was replaced to address this issue.

Event description:
It was reported that the downstream occlusion seal was ripped and bubbled. The event occurred during testing. There was no patient involvement.